Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first or second clip and after did not come out to be properly loaded into the jaws during surgery. A new unit was used instead. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800729 was manufactured on 12/03/2018 a total of 288 pieces. Lot was released on 12/05/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly and was successfully applied to over-stressed surgical tubing. No clip fired on the second attempt. The third clip was able to load properly and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next 5 clips. On the ninth attempt, the clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the yoke was broken at the pin position. The proximal end of the feeder was also bent. The sample was received with 10 clips remaining, including the clip that was stuck in the bent rotation tab indicating that 5 clips were fired by the end user. The bent rotation tab, clips getting stuck in the bent rotation tab, and the damages to the yoke and the feeder are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and a clip stuck in the bent rotation tab. Upon functional inspection, the first clip was able to load properly and was successfully applied to over-stressed surgical tubing. No clip fired on the second attempt. The third clip was able to load properly and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next 5 clips. On the ninth attempt, the clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the yoke was broken at the pin position. The proximal end of the feeder was also bent. The bent rotation tab, clips getting stuck in the bent rotation tab, and the damages to the yoke and the feeder are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the first or second clip and after did not come out to be properly loaded into the jaws during surgery. A new unit was used instead. No clip fell in the patient.